Event description:
Stent couldn't be released. "As per cc form": stent couldn't be released; safety wire could not be pulled. A section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. A second evolution stent was placed. This one was successfully implanted. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. What endoscope type and channel size was used? Olympus, tjf190 / working channel 4.2 what was the position of the elevator? N/a, open, closed open details of the wire guide used (diameter, type, make)? Boston scientific, jagwire 0.0035¿ 450cm was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no, yes. Did any part of the stent contact the patient's anatomy when the complaint occurred? N/a, yes, no, yes. Please advise the anatomical location of the intended target site. Biliary duct, stent placement through papilla. How long was the stent in the patient by the time this complaint occurred? Appr. 3 mins. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no (if yes, how often was this completed?) N/a. Did the patient require any additional procedures as a result of this event? N/a, yes, no, yes. What intervention (if any) was required? A second evolution stent was placed. This one was successfully implanted. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled. For another day? N/a, same procedure, another day same procedure. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, yes, no (if yes, please specify what was observed and where on the device it was observed.) No. Was the product inspected for kinks or damage before use? N/a, yes, no, n/a. Was resistance felt during insertion into patient? N/a, yes, no (if yes, at what point?) No. Was the directional button pressed during use? N/a, yes, no, no, this was only pressed for explantation. Was any part of the stent observed in contact with the patient's anatomy at the time of failure? N/a, yes, yes. Was the yellow marker kept in view during deployment? N/a, yes, no yes. Are images of the device or procedure available? N/a, yes, no, no.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 29-may-2025

Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 29-may-2025. Device evaluation: the evo-pc-8-9-6-b device of lot number c2123647 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 26th of march 2025. On evaluation of the device, the following was observed: visual inspection: ¿ safety wire is returned in place. ¿ red shuttle before the ponr. ¿ directional button in the deployed position. ¿ introducer broken approx. 120cm from the white tip. Note: introducer broke in two parts while doing lab evaluation. Functional inspection: ¿ half of the safety wire removed with no issue. ¿ handle actuating fine for deployment and recapture. ¿ unable to deploy stent. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0057) states the following: ¿if the package is opened or damaged when received, do not use. Visually insect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is possible that during deployment, a tortuous path may have caused a break in the flexor, continued attempts to deploy may have led to a build-up of pressure, subsequently leading to the flexor break, as observed in the lab evaluation. As a result of the break, the stent could not be deployed. The break would also have led to the safety wire only being able to be partially removed. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.